Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that while going from stage 1 to stage 2 a dark fluid got into the boot and lead. The effect of the liquid on the patient¿s implant and therapy was not reported, so additional information was requested. There was limited information due to it being a report about a different patient, but having a similar issue to that in manufacturing report #6000153-2014-00218. If additional information is received a supplemental report will be sent.